Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient was implanted with non-synthes hardware at l2-l4 on unknown date. On (B)(6) 2011 patient returned to the operating room. At this time, the surgeon removed old implanted hardware and revised patient with new synthes matrix hardware at t11-l5. Patient came to doctor for a routine post-operative follow up. Prior to this follow up, it is noted that the patient suffered a fall. During this visit, which occurred on an unknown date, the surgeon took x-rays and noticed that the patient had a break between t12-l1 and the implanted rod had migrated upwards. Patient requested to have the hardware removed, and returned to the operating room on (B)(6) 2012. All hardware was removed without any issues at this time. This is 5 of 5 reports for this event.